Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker provided pacing when not required, resulting in the patient being hospitalized with an elevated heart rate of 120 beats per minute. Technical services (ts) was consulted and reviewed the system, determining that no ventricular rate regulation setting was on. Ts noted the elevated heart rate could be sensor driven as minute ventilation is enabled, or a true rate due to the patient having stored rapid ventricular response events in their logbook. No adverse patient effects were reported. This pacemaker remains in service.